Event description:
It was reported that balloon rupture occurred. A 3.50x16mm promus element plus stent delivery system was advanced to treat the lesion. During stent deployment, the balloon of the sds ruptured at 8-10atms. The physician performed post dilatation with an unknown balloon catheter and completed the procedure with no issue. The procedure was completed with the implant of this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that traces of blood were visible throughout the inflation lumen and balloon indicating a leak was present during the procedure. The inner was broken at the bicomponent bond. A gap of approximately 0.5mm was visible between the broken sections of the inner. A small part of the blue distal inner remained on the black proximal inner. This damage causes a leak from the inflation lumen into the guidewire lumen. The stent had detached and the balloon was partially inflated. Crimp marks were visible on the balloon. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.50x16mm promus element plus stent delivery system was advanced to treat the lesion. During stent deployment, the balloon of the sds ruptured at 8-10atms. The physician performed post dilatation with an unknown balloon catheter and completed the procedure with no issue. The procedure was completed with the implant of this device. No patient complications were reported and the patient's status was good.